Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6- health impact - clinical code - osteolysis is n/a which was reported on initial report. The additional information received doesn't change the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : stemmed tibial component item # 00598004702 lot # 61024587. Articular surface size gh 12 mm height "use with plate 5 item # 00596404212 lot # unknown. Report source: foreign : (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00517. 0001822565-2021-00516. The complaint for wear is confirmed, however loosening and instability cannot be confirmed. The articular surface shows sign of wear from being implanted. The femoral component shows signs of being implanted and bone growth remains on the implant. The tibial component shows signs of being implanted, however no bone growth or cement remain on the implant. Visual evaluation of the returned device shows signs of being implanted scratched / foreign material on the distal surface of the femoral components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent knee arthroplasty about 12 years ago. Subsequently patient was revised for tibia loosening and instability. Surgeon noted pitting and wear in articular insert and moderate osteolysis. Surgeon requests implants be decontaminated and returned for inspection. No additional information is available.